Event description:
It was reported that during implant the lead could not get adequate thresholds. The pacemaker and lead were explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field complaint of unacceptable threshold was not confirmed. The lead was tested and it was found that the inner coil was fractured. The cause of the fracture was caused by overtorque of the inner coil.